Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient stated it would lag at 90% for 2 minutes. When asked for event date, the patient stated it started a while ago and they had said this the last couple times they called but no one said anything about it. An agent walked the patient through clearing data and the patient was able to connect to the myptm (personal therapy manager) app like normal.

Manufacturer narrative:
B3. Exact event date is not known. Please see b5 for additional information. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform. Product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.